Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06601. It was reported that the patient was not getting adequate therapy due to lead migration. Migration was confirmed with x-ray. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the leads were explanted and replaced on (B)(6) 2022. The patient has effective therapy post operatively.